Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
E-mail received from the sales rep. Informed that: "surgeon found a recurring problem with the codman eds3 external drainage system that we supply. He states that the specimen port leaks during access. Surgeon states that this has happened with at least 2 of these products recently". Sales rep. Has been in contact with the customer in order to obtain more information regarding these issues. Please also see complaint # (B)(4).